Manufacturer narrative:
The reported event of unable to fixate lead was not confirmed. As received, a complete lead was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Electrical testing. Visual inspection, and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead could not be fixated. The reported lead was not installed and the procedure was completed with an alternative lead on 15 mar 2024. The patient was in stable condition.